Event description:
It was reported that balloon rupture occurred. The target lesion was locate in the aorta. A 40x7x2x100 equalizer balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 8 seconds, the balloon ruptured. The device was removed without any issue. The procedure was completed with different device. No patient complications were reported.